Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, the needle broke off of the suture. The procedure took longer to complete surgery and close patient. They used a different suture to complete the procedure. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information requested, the following was obtained: could you please confirm how many needles broke off from lot rjmmpb and how many from lot rbmczk? 3 from each lot. Was the procedure completed successfully? How? Used different suture. Were there any patient consequences? Took longer to complete surgery and close patient. Are any samples available for evaluation? Please provide facility contact person¿s name, mailing address and telephone. A shipper kit will be sent to help return the product to us. There may be one - please advise if needed and who/where to send to. Events reported in 2210968-2021-13082, 2210968-2021-13083,2210968-2021-13084, 2210968-2022-00755 and 2210968-2022-00756.